Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: ¿during the re-operations, necrosis and edema of tissues were seen around the anastomosis, however, the staples were well formed (b-shape). ¿one of the patient¿s is still hospitalized in critical, but stable condition. ¿during the initial operations the users heard the crunch; there were two complete donuts and the anastomosis passed the leak test. ¿a purse string device was used to create the purse string in each of the surgeries. ¿there has been no change to the surgeon¿s technique in dissection of the bowel. ¿there was no tension on the anastomosis.

Event description:
It was reported that 9 to 10 days following a low anterior resection there was an anastomotic leak. The device appeared to function correctly during the case. The donuts were complete and there were no bubbles during the leak test. The patient required an emergency reoperation. The device was discarded.